Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels ranging between 417 mg/dl to over 600 mg/dl and moderate levels of ketones; cause was not known. Manual injections were administered to address bg. A system check was performed and the pump performed as intended. Recommendation was made to consult with their health care provider to discuss diabetes management.